Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited high capture threshold. No intervention was performed and patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.